Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The 100% stenosed lesion being treated was located in the calcified right coronary artery (rca). The lesion was predilated. Then, the physician advanced a 3.00x24mm promus element stent delivery system (sds) to the target lesion. However, the tip of the sds came into contact with something. The sds was unable to cross lesion and the stent dislodged from the sds. Using another promus element stent, the dislodged stent was crushed in the mid to distal rca and remains inside the patient. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device wold not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).